Event description:
A peritoneal dialysis (pd) patient experienced "disconnection of tubing extension and minicaps." It was further stated that the patient experienced a break in aseptic technique with a possible touch contamination as a result of the disconnection from the tubing extension and minicaps. The patient did not experience any symptoms of peritonitis and was given unknown antibiotics as a precaution for treatment for growth found in the pd effluent. About a week afer the first disconnection, the patient experienced another disconnection between the tubing and minicaps. No additional information is available.

Manufacturer narrative:
B3: event date: 2024 the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.